Event description:
The customer reported to philips healthcare that the heartstart xl's "system time too slow." The user stated "that they must adjust time everyday because the time is late about 1-2 minutes than normal time." The battery voltage of the control board is about 3.2v. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.